Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported an energy error after the completion of the right eye treatment. The laser was restarted and same error occurred. Blood was noted under the flap in the right eye at the patient's one week postop visit. A flap lift and rinse was performed. The patient was seen in follow up, the flap complication resolved. No additional information available.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. After this, reported event during onsite visit the field service engineer (fse) was able to duplicate reported issue and found the laser head oscillator was failing. The fse replaced laser head and verified system to specification. A review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows 27 treatments were successfully finished on that day. The reported treatment could be identified in the logfile. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. An error message occurred on that day. This error did not contribute to the reported event. The root cause for the occurrence of the error message is a faulty laser head. The laser head issue did not contribute to the reported event. The root cause for the flap complication could not be identified conclusively. No technical root cause was identified for the reported flap complication. (B)(4).